Event description:
Customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer also resolved the issue by changing the infusion set and cartridge before resuming insulin delivery.